Manufacturer narrative:
MDR 3003442380-2024- 01754 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an issue with five infusion sets were leaking at the site. The infusion sets were in use for 1 hours to 2 days. The patient was usure of the event date but reported as (B)(6) 2024. The patient reported blood glucose level of 350 mg/dl value. The high blood glucose level has been managed by bolus pump. The patient had moderate ketones. The patient replaced the infusion set and resumed on insulin successfully. No further information available.